Event description:
It was reported the patient was scheduled for bilateral stimulator replacement. The left stimulator was found to have an infection. The right stimulator was temporarily left implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See also manufacturer¿s report # 3004209178-2015-00021 for the concomitant system.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3889-28, lot# v792970, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v710575, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).